Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported the syringe tip was broke and remained in the connected product. To aid in the investigation, one sample with no packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel luer tip has been broken off into the connector of an extension. The two photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if excessive torque was applied when connecting the syringe to the extension connector. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. There was no problem with the patient.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported that the syringe tip was broken and remained in the connected product.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported that the syringe tip had broken off and remained lodged in the connected product. To support the investigation, one unpackaged sample and five photographs were submitted for evaluation by our quality team. A visual inspection confirmed that the luer tip of the syringe barrel had broken off and was retained within the connector of an extension set. Two of the submitted photographs depict the received sample, while the remaining three include: one image showing a 20ml syringe with an extension next to it, and two images highlighting the damaged luer tip. No additional defects or abnormalities were observed during the inspection. This type of damage may occur if excessive torque is applied when connecting the syringe to the extension connector. Based on the investigation and analysis of the returned sample, the issue reported by the customer has been confirmed.